Event description:
It was reported by the customer that the bd safetyglide¿ needle are not drawing up any medication and just not able to push anything out of the needle when attached to various prefilled syringes. The following information was provided by the initial reporter: the customer confirmed that they are using the safety glide needles with prefilled syringes only, according to customer ¿they are not drawing up any medication and just not able to push anything out of the needle when attached to various prefilled syringes. It is happening across all different types of prefilled syringes¿ and because of this they said the ¿needle seems to be clogged/blocked and when they apply force it will cause leakage.¿

Manufacturer narrative:
(B)(6). Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.